Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The reported complaint of the cooling power of the thermogard console was too low was not confirmed during the analysis of the event logs and functional testing. No device malfunction was found, and the thermogard console functioned as intended. The cooling function was tested and worked without issue. The root cause of the customer's reported problem remains undetermined. Upon visual inspection, no physical damage was observed. The event log review showed no significant discrepancies. The thermogard console passed all functional tests, including the system slew rate test. The thermogard console performed within the specification without any fault or error.

Event description:
As reported, the customer noted the cooling power of the thermogard console (sn (B)(4)) was too low. No further information was provided. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown